Event description:
As reported, in 2007, this pt was implanted with a gore excluder aaa endoprostheses. At an unk date the pt underwent a reintervention to repair an unspecified endoleak. Further investigation is required.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.